Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3389s-40, lot# va0j0kk, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0j0kk, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported since the implant it had been very uncomfortable to lay down on their side. The patient was going to try a foam pad to see if that would help. It was noted the patient¿s symptoms were at the implantable neurostimulator (ins) location. The ins¿s would stick out and they would roll with the patient when they would go on their side. They were told with time it would go back to normal. Additional information received reported the patient still had concerns regarding their device or therapy and they had an appointment on (B)(6) 2014. It was noted the patient added two layers of stretchy material and pinned it to them so it was more secure and then they added a larger support bra over the top. It was stated this held their battery packs in place more so when they slept on their side they couldn¿t feel them move.